Event description:
The intellanav mifi oi catheter was selected for use during the ablation procedure to treat atrial fibrillation (a fib). It was reported that the catheter's irrigation tube broke. The device was replaced with a new one from the same model. The procedure was completed successfully. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi oi catheter was selected for use during the ablation procedure to treat atrial fibrillation (a fib). It was reported that the catheter's irrigation tube broke. The device was replaced with a new one from the same model. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.